Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the affected master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found to be related to the reported complaint. The mtm was installed onto a golden system where the error was triggered indicating fault on the gimbal replicating the reported event. The mtm was then installed onto a surgeon side console fixture test platform (sftp) where power up was found to be failing on the gimbal. Once testing was completed, the axis 7 sensor was further tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to an electrical fault of a component or module of the axis 7 sensor within the affected mtm. This issue can be resolved by replacing the affected mtm or switching to a different surgeon side console (ssc).

Event description:
It was reported that during a da vinci-assisted gastrectomy distal surgical procedure, that the customer experienced an issue where the surgeon could not control the clip applier on the universal surgical manipulator (usm3) and usm4 with a 'roll grip' system message. The same instrument worked without issue on usm1 and usm2, and other instruments worked on the affected usm3 and usm4. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr): it was stated that the large and medium-large clip applier instruments were installed in universal surgical manipulator (usm3) and usm4 at the time of the issue when the alleged 'roll grip' system message was displayed. It was further stated that both clip applier instruments failed to complete the clip application.

Event description:
Refer to h11 for follow-up information.